Event description:
It was reported that during one day post-implant follow-up, there were several alerts to acquire a new morphology template despite there already being an active template. After several attempts to re-interrogate the device, it was confirmed that an active morphology template was stored. Device remains implanted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.